Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s911usqs6eza1, hardware: sm-s911u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg for longer than 48 hours at the time medical attention was sought. The patient reported the smell of insulin while the pod was on the body. The patient confirmed wearing the pod when medical care was required. The patient reported that blood glucose levels rose to approximately 600 mg/dl and did not decrease, which resulted in diabetic ketoacidosis and near progression to a diabetic coma by the time the patient arrived at the hospital. Medical attention was sought on (B)(6) 2026, and the patient was hospitalized until on (B)(6) 2026. Reported symptoms included nausea, vomiting, severe abdominal pain, feeling very hot, lethargy, and difficulty breathing. The diagnosis at the time of admission was diabetic ketoacidosis with near diabetic coma. Treatment provided by medical professionals included insulin administration, oxygen support, diagnostic testing, and an intensive care unit admission for the duration of the hospital stay. The patient stated that a new pod was successfully activated after the event. Also, the patient reported that the pod in use at the time of the event originated from an affected lot subsequently subject to a recall/field safety notification.